Event description:
During a laparoscopic cholecystectomy procedure, while attempting to use the first device, the clips did not close at all. When firing the second device, the clips scissored. Unsure how the case was completed. There was no reported patient consequence.

Manufacturer narrative:
Add'l lot # u4yx7y.